Event description:
The following has been reported: this issue was observed at the 3rd party manufacturer during testing; if a pump is powered on with an admin set loaded, and the admin set has downstream air present that moves out of the ultrasonic detector window after the pump has been powered up, it is possible to program and try to start an infusion that never starts, resulting in a pump problem alarm. Preliminary review of logs show that this is a race condition that allows the user to program and try to start an infusion, but the infusion never starts because the control system is not running. Device had a fail state 1 (fail stop) alarm instead of starting the infusion after the infusion was programmed. The pump problems are due to a fault in the code where the presence of intermittent air during pump boot up can lead to a race condition, where the message from clinical app to start the control system is not be received by the flow processor. This leads to a coherence failure, where the flow processor remains idle while safety management is expecting flow states. This coherence failure triggers the pump problem alarm. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.